Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, logs show pn 480445-04, ln t94220420-0124 was installed on the system (usm [universal surgical manipulator] 2) 3x and fired 3 reloads (all white). The first firing was completed with no pauses for compression. On install 2, there were multiple completed clamps prior to the firing. The firing failed at ~83% completion after a duration of ~26 seconds. The firing failure was followed by a completed unclamp. On install 3, there was 1 completed clamp followed by another firing failure, which stopped at ~47% after a duration of ~34 seconds. This failure was followed by a completed unclamp and the stapler was not used in the procedure again. There were no stapler related errors in the msc logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection, there was an exposed blade observed while using a sureform 45 stapler with a white reload. The issue occurred during the clamping process when the sureform 45 stapler was clamped and starting to cut. The cutting process was aborted. Another attempt was made but was also unsuccessful. An exposed blade could be seen in the situs. The procedure was converted to open.

Event description:
It was reported that during a da vinci-assisted liver resection, there was an exposed blade observed while using a sureform 45 stapler with a white reload. The issue occurred during the clamping process when the sureform 45 stapler was clamped and starting to cut. The cutting process was aborted. Another attempt was made but was also unsuccessful. An exposed blade could be seen in the situs. The system did not display an error message about unsuccessful cutting on the console. The surgeon opted to use an echelon stapler instead, and the procedure was reportedly converted to open. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details were received as of the date of this report.